Event description:
It was reported that after an indeterminate period of patient use, the tracheal tube cuff could not be deflated. The endobronchial tube was not replaced nor was any patient harm or injury reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Attempts to obtain more information from the customer have been unsuccessful to date.

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. Visual inspection was performed and no anomalies were found. Inflation and deflation tests were performed and no malfunction was detected. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator visually inspects all products for no leaks and segregates the defective devices. This type of malfunction would have been detected during the inflate deflate tests and removed from the lot. The customer reported malfunction was not verified, as it was found to function per specifications.